Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a duafistula procedure, the sheath radial long 107f-079-100 device ripped while attempting to remove it. The rist catheter was replaced. No patient symptoms or complications have been reported as a result of this event.

Manufacturer narrative:
H3: no damage was found with the rist catheter hub. The rist catheter body was found to be kinked at ~11.7cm, ~16.5cm, ~22.8cm, and 58.6cm from proximal end of hub. In addition, the rist catheter body was also found to be damaged and separated, with the braid wire still intact but stretched at ~86.2cm from the proximal end of hub. The rist distal tip was found to be in good condition. The rist catheter total length was measured to be ~112.6cm and the usable length was measured to be ~106.1cm, which is not within specification as the braiding wire was stretched out. Based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ was confirmed as the catheter was broken and stretched. In addition, ¿catheter kink/damage¿ was also found to be kinked along the catheter body. Catheter separation/break can be caused by advancing/retrieving intraluminal devices against resistance, vasospasm, patient vessel tortuosity, entrapment in vessels, or excessive force. Catheter kink/damage can be caused by patient vessel tortuosity, delivery system removed aggressively, catheter entrapment, advances and retrieves intraluminal device against resistance. Information regarding catheter entrapment, vasospasm, or the advancement/retrieval of an intraluminal device against resistance was not reported, potentially ruling out these causes. The event description noted that the patient vessel tortuosity was reported to be normal which also helps rule out vessel anatomy as a contributing factor. However, the root cause cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.